Manufacturer narrative:
"Reported event: it was reported that issue was noticed during reaming in a case, therefore there was 10- minute case delay and no patient harm. Device history review: review of device history records indicate (B)(4) devices were manufactured under lot k065f and (B)(4) including 4200288 were accepted into final stock on 11/10/2015." " visual inspection: visual inspection shows the collar does not fully open. The red line shown at the open position does not appear as large as on known functional mics handpieces. Dimensional inspection: dimensional inspection was not completed visual and functional inspection clearly shows the failure of the device. Functional inspection: functional inspection shows a reaming attachment (p/n 204980) does not assemble into the mics handpiece. Rotating the collar does not disengage the ball bearings enough to allow the reamer attachment to fit into the opening. Manually pulling the collar disengages the ball enough to allow the reaming attachment to fit. The collar must be manually pulled open to allow the reaming attachment to disengage from the handpiece. The handpiece motor and electronics function as intended. A review of complaints related to p/n 209063 shows 28 other complaint related to the failure in this investigation. The complaint investigations are: (B)(4). Issues for p/n 209063 will be tracked through trend request #900. Conclusions: the collar has roller bearings that translate rotational movement to linear translation which provides the opening for the reaming attachment. Wearing of balls within the roller bearing can prevent proper linear translation of the collar when rotated to the open position. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. "

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. When the surgeon went to ream, it was noticed that the reamer wasn't spinning. On examination of the mics it was noticed that the hudson chuck attachment was not fully seated we tried to seat it but the lock/unlock mechanism on the mics is broken.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. When the surgeon went to ream, it was noticed that the reamer wasn't spinning. On examination of the mics it was noticed that the hudson chuck attachment was not fully seated we tried to seat it but the lock/unlock mechanism on the mics is broken.